Event description:
It was reported that during a mediport placement procedure, the wire broke. The intended location of the mediport was in the jugular vein. The zipwire was introduced through a metal introducer needle. The physician was trying to reverse the direction of the wire by guiding it down the vessel another way, so he was attempting to pull the zipwire back into the introducer needle when the zipwire broke off. The physician was able to retrieve the wire with a snare. No pt complications were reported, and the procedure was successfully completed. Pt status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.